Manufacturer narrative:
Siemens filed initial MDR 2432235-2025-00264 on 29-sep-2025. Additional information (15-oct-2025): in addition to the service activities mentioned in the initial report, the siemens customer service engineer (cse) replaced sample probe long tubing, silicone adapter, sample air diluter and air pump assembly, ran quality control (qc) and precision study with dilutions, which recovered acceptably. Siemens evaluated the event and determined that, the cause of the erroneously elevated diluted total human chorionic gonadotropin (thcg) results could not be determined. The instrument is performing according to specifications. No further evaluation is required. Note: in section h6, the codes for investigation findings and investigation conclusions have been updated to reflect the additional information.

Manufacturer narrative:
A united states (us) customer contacted the siemens customer care center (ccc) and reported that they obtained erroneously elevated total human chorionic gonadotropin (thcg) results with 1:200 auto dilution on a patient sample on an advia centaur cp analyzer. Quality control (qc) recovered acceptably on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit the cse, inspected the analyzer and replaced the transport ring and performed alignments, probe calibration, daily maintenance. Then, the customer ran assay calibration qc and performed precision. The cse went into service software and found that the sample probe air pump was running high, replaced pump and calibrated. Further, the cse found the voltage on the sample probe transducer board was high, adjusted voltage, reran precision, replaced the ring drive motor reinstalled all parts that were removed, verified system home. Next, the cse performed ring calibrations, removed cuvette loader, wash station, luminometer and transport ring to gain access to the cuvette presence sensor, replaced cuvette presence sensor and reinstalled all the components, performed alignments and calibrations. Siemens is evaluating the event.

Event description:
The customer reported that they obtained an erroneously elevated total human chorionic gonadotropin (thcg) result with 1:200 auto dilution on a patient sample on an advia centaur cp analyzer. The neat sample was processed on advia centaur cp analyzer and the result of greater than (>) 1000 miu/ml was obtained, considered correct but not reported to the physician(s). The customer followed the advia centaur cp thcg instructions for use (IFU) "samples with hcg levels greater than 1000 miu/ml (iu/l) must be diluted and retested to obtain accurate results" and sample was auto-repeated using 1:200 auto dilution and elevated result was obtained and considered erroneous. The erroneous result was not reported to the physician(s). The sample was auto repeated again on the original analyzer with 1:200 auto dilution and a lower result was obtained. The repeat result was consistent with the patient's clinical condition, considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the event.